Event description:
It was reported that the patient experienced the pump not working during the routine follow-up appointment with an inflatable penile prosthesis (ipp). The physician attempted standard troubleshooting techniques without success. The ipp remains implanted and active.